Manufacturer narrative:
This correction is being sent to add additional information that was missing from a previous supplemental report.follow-up # 2 (6/27/2013)-device evaluation: the patient¿s product has been returned and evaluated by lifescan product analysis on 6/3/2013 with the following findings: the meter involved with this complaint failed testing. The casing for this meter was cracked and there was damage to the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because line through display was not resolved with troubleshooting.